Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. Sensing and pacing impedance measurements were noted to be stable and within normal limits. Surgical intervention was undertaken. The lead was explanted and replaced. The lead is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.